Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump did not alarm when blood glucose was low. Customer's blood glucose was 200mg/dl at the time of incident. Customer also indicated that the sensor had blood on it when removed. Troubleshooting found that the customer had emergency services come to their home due to a seizure. Customer was unable to continue to troubleshoot and indicated that they would call back at a later time. Customer was advised to follow up with their doctor regarding sensor usage. No further details given.